Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm mega suturecut needle driver instrument for failure analysis investigation. The instrument was analyzed and was found to have a broken grip cable at the idler pulleys. The cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the mega suturecut needle driver instrument. Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. The image has been escalated to failure analysis engineer (fae) team for further investigation. Fae stated it looked like a broken grip cable. Root cause of the failure mode cannot be confirmed prior to the return and analysis of the instrument.

Event description:
It was reported that during a da vinci-assisted sacrocolpopexy surgical procedure, the cable of the mega suturecut needle driver instrument was broken. The procedure was completed with no patient harm, adverse outcome, or injury and with a delay of less than 15 minutes. Intuitive surgical, inc. (Isi) contacted the initial reporter and obtained the following additional information: when the instrument was taken to the sterilization room, they always checked with us first (the joint is moved once manually) before they insert the instrument into the robot. The procedure was a vaginal colporrhaphy with pelvic floor reconstruction and vaginal stump fixation. The instrument did not collide with another instrument, but broke immediately after it was inserted, moved forward into the site and moved for the first time by the surgeon at the console during a rotational movement. No needle or suture has yet been grasped. The cable of the instrument was clearly visible protruding from the distal end. There was no fragment that fall inside of the patient¿s anatomy. A photo is attached, for the video recording, the surgeon, must be contacted. The nursing department does not have access to the recordings.